Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s., k133890. If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with optilene suture. The client reported that the thread was fraying and curls after few stitches during suturing the auxiliary artery. According to the additional information received, after few minutes of use in an anastomosis of the axillary artery, the suture broke showing thread fraying. The suture was replaced and the intervention continued. There was no patient injury. The surgery was prolonged for about 10 minutes.

Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured (B)(4) units of this code-batch. There were 504 units in our stock blocked and 1 box (36 units) were requested for analysis. We have received one open and used sample from the customer with the thread damaged and the 36 closed samples from stock for analysis. We have tested the knot pull tensile strength of the samples received from stock and the results fulfill the requirements of the european pharmacopoeia (ep): 0.38 kgf in average and 0.34 kgf in minimum (ep requirements: 0.20 kgf in average and 0.06 kgf in minimum). Additionally, needle attachment strength test has been conducted on the samples received from stock in order to discard a faulty needle-attachment during manufacturing process, but the results fulfill the requirements of the european pharmacopoeia (ep): 0.23 kgf in average and 0.152 kgf in minimum (ep requirements: 0.17 kgf in average and 0.082 kgf in minimum). We have not found splitting on thread surface on the closed samples received before and after performing tests. Furthermore, sewing test on artificial skin tissue has been conducted with the samples received from stock and fraying/splitting does not appear when pulling the thread through the tissue. Visual appearance of the samples tested is the usual one. Reviewed the batch manufacturing record, there are no incidences related to this issue and the results during the process fulfil usp/ep and b.braun surgical requirements. Reviewed the complaint history record, there are no previous complaints regarding a similar issue of the several products manufactured with the same thread raw material batch used to manufacture this product. Remarks: as indicated in the instructions for use of the product, when working with optilene suture material, great care should be taken to avoid any crushing or crimping damage of the monofilament by instruments such as forceps or needle holders. Final conclusion: according to the results of the samples tested from stock and the batch manufacturing record review, the product complies with our specifications and also fulfill usp/ep requirements. Therefore, we do not see any manufacturing fault or material defect that could have caused the incidence. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.